Event description:
Caller states patient tested 7.9 inr and 7.8 inr on the coaguchek xs system while comparison labs returned as 5.2 inr and 5.2 inr. The patient's physician sent the patient to the emergency room (ER) based on the meter results. Medical treatment was not necessary. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.